Event description:
It was reported that this patient recently received three inappropriate shocks. When attempting to interrogate the device, the field representative had some difficulty as they were too far away from the patient. The interrogation problem was resolved after they had gone closer to the patient. There was oversensing of noisy signals that had resulted in the inappropriate shocks. The patient had a pocket abscess which may have been the cause for the noisy signals. With the concern of the abscess, the entire system has been deactivated at this time. No additional adverse events were reported.